Event description:
Prior to the event, the surgeon performed an enucleation operation on 3/29/1999 on the pt's left eye because of blind and paintful eye. A 20 mm acrylic ocular implant sphere wrapped in ocu-guard (orbital impant wrap) was implanted following the enucleation. The pt had undergone multiple intraocular procedures prior to this enucleation procedure. Description of the event: 04/12/1999, the pt presented with dehiscence of wound with exposed ocu-guard (orbital implant wrap). On 4/15/1999, the surgeon removed the ocu-guard wrapped implant. The pt is reported to be in excellent condition and did not suffer any harm due to this complication.